Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately delivered three bursts of anti-tachycardia pacing (atp) therapy and two shocks due to oversensing of atrial fibrillation (af). Troubleshooting was discussed. This system remains in service. No further adverse patient effects were reported.